Event description:
Per the clinic, the patient experienced recurrent infection at incision site and subsequently was treated with oral and topical antibiotics twice on (B)(6) 2024 (duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.